Manufacturer narrative:
Other text: no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump under delivered. The nurse stated there was still a lot of fluid in the bag. The patient reported not hearing the pump cycle motor noise. The patient was not affected. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a motor failure; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).